Manufacturer narrative:
The getinge stm that discovered the issue has replaced the solenoid drive board to resolve the issue. The repairs are complete and upon receiving price approval by the customer, the fse will return the iabp to the customer. (B)(6).

Event description:
It was reported that a the beginning of preventive maintenance (pm) performed by a getinge service territory manager (stm), it was not possible to switch on the cs100 intra-aortic balloon pump (iabp), and there was only a black screen. There was no patient involvement, and no adverse event was reported.

Event description:
It was reported that a the beginning of preventive maintenance (pm) performed by a getinge service territory manager (stm), it was not possible to switch on the cs100 intra-aortic balloon pump (iabp), and there was only a black screen. There was no patient involvement, and no adverse event was reported.